Event description:
It was reported that approximately 74 months after the implant the impedance was out of range (> 3000 ohms). The patient is pacemaker dependent. A surgery for implantation of a new system is going to be scheduled. An event date was not provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included the least saved rv coil continuity measurements from the (B)(6) 2018. The value was >3000 ohms, as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.